Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not receiving power to the displays. They also reported that their led indicators are off. This issue occurred as their facility was testing their power generators. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) is not receiving power to the displays. They also reported that their led indicators are off. This issue occurred as their facility was testing their power generators. No harm or injury was reported.